Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was taken out for ¿negative reactions¿; this was further clarified to be more pain. The devices caused the patient more pain. The pain started after implant. It was noted that the ¿tubing¿ was left in the patient. The exact date of explant was unknown but it was stated she did not have the device for more than 6 months. The pump was used to infuse fentanyl, baclofen, dilaudid, morphine and a fifth unknown type of drug. No additional information was regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please refer to manufacturer report # 3004209178-2014-20533 for implantable neurostimulator (ins) explant due to "negative reactions".